Manufacturer narrative:
An event regarding stem crack/fracture involving a restoration modular body was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including return of device, xrays, patient information and operative reports are needed to fully investigate the event. If further relevant information becomes available, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that alledgedly on or about (B)(6) 2014 the restoration modular hip system devices suddenly and without warning failed, breaking into two pieces. The patient was revised on (B)(6) 2014.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that alledgedly on or about (B)(6) 2014 the restoration modular hip system devices suddenly and without warning failed, breaking into two pieces. The patient was revised on (B)(6) 2014.